Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25-18mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2024 using an 8f amplatzer talisman delivery sheath. During implant the right disc of the device took on a cup shape. It could not be conformed back to its original shape despite pushing it gently with the cable. The device was not released from the delivery cable. The device was removed from the patient and replaced with a second 25-18mm amplatzer talisman pfo occluder. The same delivery sheath was used. During implant the second device also took on a cup shape. The device was not released from the delivery cable. The device was removed from the patient and was replaced with a third 25-18mm amplatzer talisman pfo occluder, which was successfully implanted using the same delivery sheath. There were no interactions with cardiac structures. There were no clinically significant delays in the procedure. There were no angulations or kinks noted on the delivery system. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a cause for the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.